Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The customer stated the meter did not reach the "countdown" but was not sure if there was an error message. The customer stated that she had lost heat in the house and the meter was exposed to temperatures below 59 degrees. The temperature unit of measure was not provided. The customer stated that after the heat was working she was able to complete the test successfully. The customer performed a display check and the "8" on the right side of the display was missing the top segment. There was no allegation of an adverse event. The device was requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.